Manufacturer narrative:
The compressor was investigated on site by our service engineer. It was found that the compressor generated low pressure alarm after a short time ventilating. The compressor motor and thermoelectric cooler was replaced. The compressor passed pre-use check and was cleared for clinical use. No parts was returned for investigation. Since no parts were returned, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor was not maintaining pressure. The patient involvement is unknown. Manufacturer ref.#: (B)(4).